Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleed could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an episode of mild bleeding from right naris. The patient was able to stop it by pinching their nose. The patient did not recall any trauma to their nose. The patient thinks the cause was due to blowing their nose forcefully. International normalized ratio (inr) on (B)(6) 2023 was 1.70, subtherapeutic of the inr goal of 2.0-3.0. The patient took an extra 1.5 milligram of coumadin that day and then resumed normal dosing. Inr on (B)(6) 2023 was 1.90. The event resolved without sequelae.